Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source. Additionally, it was reported that the battery gauge was fluctuating. Customer's blood glucose was 220 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.